Event description:
Caller reported advantage blood glucose results of 203 mg/dl, 87 mg/dl, 88 mg/dl, and 80 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 146 mg/dl and 65 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.